Event description:
During preparation use for a cardiopulmonary bypass procedure, the roller pump displayed an overspeed error message and stopped. There were no adverse consequences to the pt as a result of this event.